Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.

Event description:
It was reported that the patient received an alert for lead noise. Interrogation revealed increasing capture threshold. The lead was explanted and replaced. The patient's condition was good following the procedure.